Event description:
It was reported that there was no video image. No patient injury was reported neither a significant delay. Back up was available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of no live video output was confirmed. Cause of video malfunction is a defective camera head pcb. Camera head passed functional testing with a known good camera head pcb installed. The complaint investigation has concluded that the root cause of blank image is a defective electronic component on the camera head pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.